Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the cath guard not secure and came off during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
Qn#(B)(4). The customer provided one image showing the front hub of a cath-gard. A swan-ganz catheter of an unknown size was observed inserted through the cath-gard. Visual analysis revealed that the sleeve and the o-ring were detached from the front hub, which is not the intended assembly. The customer returned multiple components from a psi kit. The cath-gard assembly will be analyzed as part of this complaint. No obvious signs of use were observed. Visual analysis revealed that the front hub of the cath-gard was detached from the sterile tubing. The o-ring was detached from the entire assembly. No tears were present on the sterile tubing. The cath-gard was re-assembled and a lab inventory 7fr swan-ganz catheter was inserted into the cathgard per the instructions for use (IFU). The IFU states, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end". The catheter was able to advance through the cath-gard with no issues. The returned 8.5fr arrow flex psi was assembled to the distal hub of the cath-gard. The hub was able to lock onto the psi with little to no issue. A device history record review was performed, and no relevant findings were identified. The lidstock artwork was reviewed as part of this complaint investigation. It was confirmed that this cath-gard is meant to be used with 7-7.5 fr catheters. The IFU provided with the kit informs the user , "slide entire catheter contamination shield to proximal end of catheter". The complaint of a cath-gard sleeve detaching from the hub was confirmed through complaint investigation of the returned sample. The sterile tubing and o-ring was found to be disconnected from the front hub. The cath-gard passed all relevant functional testing and was able to be reassembled to function as expected. Based on the sample returned and the customer report that the event occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the doctor found the cath guard not secure and came off during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.